Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a post generator change follow-up visit, there were high thresholds, intermittent capture, and low r-waves exhibited. There was also concern that the issue may be related to lead-tissue interface or a generator-lead connection problem. Reprogramming was performed, and the implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.